Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield swivel adaptor would not screw into a mayfield skull clamp. The skull clamp would not accept the swivel adaptor on either side. There was no patient involvement or surgical delay.

Manufacturer narrative:
UDI: (B)(4). Device history ecord (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned a1018 mayfield swivel adaptor. Unit received has a cross threaded torque knob that will need to be replaced. General cleaning and maintenance required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.